Event description:
It was reported the patient expired. The cause of death was reportedly unrelated to the implanted system. The patient had ovarian cancer and was last seen in the clinic in 2008. The pump was last adjusted at about one week prior. The drugs used in the pump were hydromorphone 250 mcg/ml (251.17 mcg/day), bupivacaine 6.9 mg/ml, and compounded baclofen 100 mcg/ml.